Manufacturer narrative:
The product associated with this report has not been returned as the device was not explanted. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis, if it is explanted in the future. The surgery has not occurred, so allergan has not received the device nor performed analysis at this time. No additional info is available to allergan regarding the serial number since no contact info for the pt was made available. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Pt reported a lap-band system "defective product". The pt stated that the "tube that attaches the port to the band is no longer attached". This was first noticed when the pt went in for a fill and the doctor attempted to remove the fluid that was just placed and "nothing came out". The lap-band port has not been removed or replaced. It is unknown when the port will be replaced.